Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer attempted to recover the drawer, but an error message (requires maintenance hardware failure) was displayed; after powering off, unplugging, waiting, and restarting the station, the issue persisted and the drawer could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer had failed to lock and was unable to recover. A field service engineer (fse) observed that pocket a1 was not detected on the pyxibus. The drawer power and pyxibus communication connections were inspected. All drawer connections for half height cubie drawer 2.1 were reseated. Drawer 2.1 was tested using the hardware test application (hta) and functioned as expected, resolving the issue. The system functioned as intended after the field service engineer repaired the device.